Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt states that she found fluid leaking inside the cassette door. Pt states no ill effects or antibiotics taken. Effluent has remained clear. There is no sample available for eval.